Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a reddish or brown substance in the channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The event date is unknown and will be provided if received. Based on the results of the investigation, a definitive root cause for the reportable event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.